Event description:
It was originally reported that there were metal flaking issues during the surgery. Follow-up:surgeon was doing a sub-acromial decompression. Shaver/burr started flaking. New shaver and burr were opened and used to complete case. Parts of metal flakes broke-off from the burr. Not every flake was removed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed metal gouging found on the inner shaft just proximal of the aspiration hole. Further investigation revealed plastic gouging found on the inner hub where it had made contact with the outer snap ring and bent outer shaft the complainant's event is typically caused when end user applied excessive bending/leveraging force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.